Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10133. It was reported the patient underwent ipg replacement on (B)(6) 2018 for unknown reason. It is unknown if any surgical intervention occurred on the patient¿s lead.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10133. Follow up information identified the patient underwent ipg replacement due to an increased charging time and frequency. Although the patient was getting stimulation, it reportedly was not as effective previously experienced, and the patient did not prefer the sensation of tonic therapy. Thus, the physician replaced the patient¿s ipg to give access to new technology on (B)(6) 2018, as previously reported. No surgical intervention was undertaken on the lead.